Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced hypotension during and following the implant procedure. The physician does not believe this to be device-related. The patient was hospitalized and remains under medical supervision. The patient has since started to use the device to find effective pain relief.